Event description:
As reported, there were 3 recent cvu patients where there seemed to be unusual swings in cardiac output results. The reporter tried to figure out if it was just a temporary glitch with new monitors installed in cvu or if the problem is catheter- or patient-related, as all 3 of these patients were very unstable. It was indicated that there were some samples of the cardiac output curves that showed "huge ranges despite what seems to be a consistent core temp and a consistent injectate temp with the correct constant. Sometimes we would see a curve below the baseline, messages of temperature baseline drift etc". The customer called the monitor company (philips) who noted that "all the clinical variables seem to have been addressed, and/or controlled for". Additional information from philips noted there have been no changes in the co module and related algorithms. One other variable was to change the temperature probe "in a case such as this - given that it may have been an older one and have problems with the injectate temperature detection". Also stated, "from what I recall, you are taping the temperature probe to the side of the injectate bag, and not using a co-set. There are cases where you can get a lot of splayed data, due to an error in accurately detecting the temperature, either in the temperature probe or the thermistor in the catheter. I know that your clinical practice has not changed, and your clinicians are pretty savvy and informed about proper technique and procedures - so most of the physiologic considerations have been eliminated. The only other variable that we talked about was related to the lvad or iabp, but this is a common scenario and has not created challenges in other sites. Unstable baselines can occur with rewarming/recirculating cooler blood flow from tissues and/or an open chest, but this has not changed in your patient population.

Manufacturer narrative:
One pa catheter was saved, but the other two were discarded and not being returned for evaluation. Reference medwatch no. 2015691-2011-15627 that was submitted for the initial complaint.